Manufacturer narrative:
B4: (B)(6) 2021. The field service engineer (fse) confirmed the reported failure. The fse replaced the blower motor assembly to resolve the issue.. The unit was tested, and it was returned to service. No parts were returned for failure investigation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Event description:
The customer reported a ventilator noise. The unit was in clinical use but there was no patient harm.